Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured at 78 cm, due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant and stretching. The analyst noted that a competitor guidewire was returned in two pieces, with lead. Using a medtronic guidewire, it stoped at 3.5 cm due to the distal conductor being stretched and distorted, and damaged at procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that intra-operatively the physician used a guidewire to advance the patient's left ventricular (lv) lead, the physician then attempted to remove the guidewire from the patient's lv lead and was unable to do so. It was further reported that the physician decided to removed the lv lead and the guidewire from the patient and with strong force was able to free the wire from the lead. It was then noticed the lead appeared to be damaged from the guidewire removal. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.